Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump has alarmed insulin flow blocked during insulin delivery multiple times. The caller did not know the blood glucose reading. It was also stated that customer would use the infusion set for 5 to 6 days and did not receive an occlusion. The customer will upload the date from the insulin pump to carelink and will call back to analyze the data.